Manufacturer narrative:
This report is being filed to provide additional information. Investigation: per the customer, the IV pole collar is on the pole so it stops where it should, however, the IV pole lock that is not working properly. A terumo bct service technician checked out the machine at the customer site and, upon inspection, verified the IV pole would not stay in place when pushed on. The technician adjusted the side door panel push button screw so it would not depress the IV pole and tightened the IV pole bolt on bottom of device to secure pole. It was confirmed that the IV pole stayed in place and was working properly. The device was returned to service. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. The IV pole clamp was installed on this device on (B)(6) 2018. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices will be completed to address this issue. The IV pole clamp was installed on this device on (B)(6) 2018. Root cause: the root cause of this failure was the side door panel push button screw needed adjustment and the IV pole bottom bolt was loose.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV polewas sliding down, therefore no patient information is reasonably known.